Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device prompted with wrong cubie dispensing error, resulting in opening of wrong drug. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device prompted with wrong cubie dispensing error, resulting in opening of wrong drug. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the wrong cubie pocket was opened while retrieving medication. A technical support specialist (tss) provided instructions to the customer to pull station log information and follow knowledge article medstation es ¿ cubie pocket takes over position of other cubie pocket ¿ wrong pocket opens during dispense. It was confirmed that pocket e4 was showing as pocket 253, as referenced in the knowledge article. The logs and database copy were placed in the electronic privacy information center (ephi) location and attached to the case and the customer were able to successfully recover all drawers. The system functioned as intended after the technical support specialist investigated the device.